Event description:
Pt seen in emergency department 8/1/96 complaining of syncope and near syncope when using right hand. Placed on monitor for two days. The monitor tracing showed several episodes of pacemaker non-capture. Impression was fractured electrode going to the ventricle. The atrial electrode was maintained, the ventricular electrode was replaced. The pt had complained of mild inhibition so the pacer was replaced with a bipolar pacemaker.